Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic bipolar endocardial lead exhibited several non-sustained episodes. The stored electrograms were erratic, and the r-to-r intervals indicated the patient was in sinus rhythm.